Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were no nonconformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, the DHR review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. A clinical investigation was performed to identify a causal relationship between the peritoneal dialysis (pd) treatment and the adverse event. Based on the provided a temporal relationship exists between pd therapy with the liberty cycler and the patient¿s death. However, there have been no reported allegations of a liberty cycler malfunction that may have caused or contributed to the patient¿s death. Lack of information about the event precludes a meaningful assessment on this case. Further information has been solicited but unavailable. Should additional information become available this investigation will be reevaluated accordingly.

Event description:
A peritoneal dialysis registered nurse reported that this patient with end stage renal disease (esrd) on continuous cycling peritoneal dialysis (ccpd) expired in their home while receiving pd treatment via the liberty cycler. The details of events leading up to and surrounding the patient¿s death are unknown. The patient¿s treatment details are unknown. The patient¿s past medical history reported includes unspecified cardiac history and poorly controlled diabetes mellitus (type 1). The patient¿s peritoneal dialysis nurse suspected the patient suffered a cardiac arrest, however this could not be confirmed. The patient¿s esrd death notification listed the patient¿s primary cause of death as ¿other cause of death¿. Additional information was requested but unavailable.